Manufacturer narrative:
(B)(4). The reported experience, the starclose se clip misfired, can occur due to a number of factors including, but not limited to, inadequate nick and spread, improper seating of the clip delivery tube on top of the access site, not maintaining downward pressure and device stability while depressing the deployment button with the right thumb, incorrect angle of the device during clip deployment, which should be 60-75 degrees, and retraction of the device during clip deployment. This may have been a contributing factor to this event, but cannon be confirmed. The return of the device may have aided the investigation in determining a cause for the experienced event. To ensure this type of experience is not a result of a potential production related deficiency a sampling of finished devices is tested to verify the functionality of the device. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot. In addition, a query of the complaint-handling database was performed and there does not appear to be any indication of a lot specific manufacturing or product deficiency.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all additional, relevant information. During processing of this complaint, attempts were made to obtain complete event, patient and device information.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, the starclose se clip "misfired" after step #4 (clip deployment) and hemostasis was not achieved. Hemostasis was achieved using manual compression. There were no reported adverse patient sequelae. Though requested, no additional information was provided.